Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 550cc mentor memorygel breast implant, catalog #3545507, lot #156907. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with 550cc mentor memorygel breast implants. An ultrasound and mammogram were performed post procedure to examine a lump under the patient¿s left arm, and bilateral rupture was diagnosed. As a result, bilateral prosthesis replacement with 400cc mentor memorygel breast implants was performed on (B)(6) 2018. Initially mentor only reported the left sided rupture (1645337-2018-02059) on (B)(6) 2018. On (B)(6) 2018, mentor became aware of bilateral rupture, and is using this as the alert date to report the right prosthesis.

Manufacturer narrative:
The device history record ( DHR) of lot number 55346 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab 11/19/2018. Device evaluation summary: it was reported that a 61-year-old caucasian female underwent breast augmentation revision with 550cc mentor memorygel breast implants. An ultrasound and mammogram were performed post procedure to examine a lump under the patient¿s left arm, and bilateral rupture was diagnosed. Upon receipt by mentor, the gel contained in the device appears clear. Red material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.2 cm within an area of siltex cracking on the posterior aspect. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv (high temperature vulcanization) shell of siltex breast implants. Also, delamination without leakage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).